Event description:
Product returned with oos report in 2005. Lead was replaced with selox sr 53 due to lead problems including loss of capture. At explant, 30-40 rotations were required to retract the helix.

Event description:
Product returned with oos report in 11/2005. Lead was replaced with selox sr 53 due to lead problems including loss of capture. At explant, 30-40 rotations were required to retract the helix.